Event description:
It was reported that on (B)(6) 2025, during a glide path hemodialysis catheter placement procedure, the catheter was allegedly found to have a small perforation with blood seeping from the hole. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three photos and one video were provided for review. The first photo shows the native label in which product details was mentioned and verified with tw details. The second photo shows the horizontal view of partial catheter with a small fracture holded by a clinician. The third and fourth photos show the vertical view of the partial catheter holding by the clinician and a small fracture was noted on the catheter. From the provided photos, the reported material puncture or hole issue can not be confirmed and the identified fracture issue can be confirmed. The video shows the partial view of implanted hemodialyisis catheter passed in to the sheath. Fluid was noted to be leaking from the tube. Therefore, the investigation is inconclusive for reported material puncture or hole issue and it is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, during a glide path hemodialysis catheter placement procedure, the catheter was allegedly found with small perforation and blood seeping from the hole. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.